Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found the dso seal degraded. The customer reported issue was found after a review of the event history log. During the functional testing, the pump ran for two hours but the alarm did not appear. The root cause of the issue is unknown. As a preventative measure, the cam sensor was replaced, as well as the dso sensor and bezel. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that the device had a system error 41622. There was unknown patient involvement and unknown patient harm/adverse event reported.